Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. Box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.